Event description:
The event is reported as: there are cracks in the corrugated tubing around the adapters. The reported defect was discovered prior to patient use. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.